Manufacturer narrative:
The customer complaint of IV set leak at upper fitment could not be confirmed due to the product not returned for failure investigation. A picture was provided by customer of the set, however a leak could not be observed per picture received. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from "a slit in the tubing" at or near the upper fitment during an infusion of 5fu.